Event description:
A female pt called lifecor customer support to report that when she placed her charged battery into the monitor it showed a "reinsert battery" message. The pt reported she had tried to reinsert the battery pack several times before calling support. Support asked her to place the suspect battery pack back on the charger. The charger displayed both a green "fully charged" led and a red flashing "battery fault" led. The pt reported her other battery pack had 3/4 charge remaining. A replacement battery pack was provided to the pt.

Manufacturer narrative:
Device eval summary: device eval of battery pack has been completed. The reported problem was confirmed. The battery pack was rec'd with 0 volt output and a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt rec'd a replacement battery pack.